Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information of the event report, there was the possibility that this phenomenon was attributed to the use of the water filter beyond the recommended period. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that during the on-site check of the subject device it was found that mold had grown on the water filter in the subject device. There was no patient injury associated with this report.